Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an unexpected reset occurred, and a minimum fill notification occurred during the load sequence. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Customer's blood glucose level was 170mg/dl reportedly, the customer reverted to manual injections for insulin therapy.